Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 155 mg/dl and the sensor glucose was 80mg/dl. Customer's blood glucose was 264 mg/dl and treated with insulin pump for high blood glucose. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 78 mg/dl. Suspend on low limit in sensor settings was 78 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed buffered glucose test solution as the sensor is beyond its expiration date.